Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 2 of 5. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that the patient line became disconnected from the transfer set. The hp did not reconnect. The tsr assisted the hp to end therapy and retrieve the cassette. The hp would either set up with new supplies or do a manual exchange. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
.